Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was unresponsive during setup. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The reported issue was duplicated during remote service with the remote service engineer (rse), and touchscreen calibration failed. It was noted the touchscreen was clean and there was no visible damage. The customer was provided with the part number of the touchscreen to order and replace.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.